Event description:
It was reported that during a posterior cervical fusion procedure, the surgeon was performing the final tightening on a screw at level t1. While using the stardrive screwdriver for the synapse system the driver slipped and stripped. There was a 5 minute delay in surgery. Upon further review another screwdriver was found to have the same malfunction. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles has shown that: the stardrive screwdriver shaft, t25, 6mm hex coupling, long belongs to the pangea and antegra systems. This stardrive screwdriver is used for inserting pedicle screws, cap insertion and compression and distraction as per the technique guides for these systems (j6418-c, j7532-d, and j7243-b). This device is to be used in conjunction with a sleeve for screw insertion and with a torque limiting handle as well as a countertorque for cap insertion. The stardrive screwdriver shaft, t25, 6mm hex coupling, long (part#03.620.002, lot#s 5282260 and 5015596) were returned with the complaint that the drivers appear worn or stripped. The drawing, material, and manufacturing process for this device were reviewed (03_620_002 rev c released aug 2005) and found to be adequate for the intended use of this product. The stardrive screwdrivers do not show signs of rounding or wear, and the tip dimensions were measured and are still within the tolerance limits, as the drawings for the setscrew interior (es0272) and the stardriver tip (es0182) were both reviewed. Lot 5282260 was manufactured september 2006 to rev c, the most current design for this device. Lot 5015596 was manufactured june 2005 to rev. B; changes following this design include decreasing the tolerance and the addition of a 45 degree angle where the shaft diameter increases coming off of the distal tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The device history review for p/n 03.620.002, lot 5282260, showed no non-conformances generated during production, there were no issues during the manufacture of the product that would contribute to this complaint condition. The review of the raw material DHR for p/n 11156, lot 4965633, showed a rework associated. The rework added a mark to the bar stock to indicate alloy type and lot number to ensure use of correct alloy for product. The bars passed inspection using xrfa analysis to confirm alloy type. This rework is not relevant to the complaint condition as the bar mark is on the end of the bar stock. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.